Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has a severe cochlear malformation associated with profound sensorineural hearing loss (snhl), and had been implanted bilaterally on (B)(6) 2013; on the left side with a concerto compressed achieving a partial electrode insertion (i.e. 6 electrodes). Since end of 2014 performance started to decrease on the left side and stimulation started to be less effective for most basal electrodes. A CT scan confirmed that only 4 electrodes were inside the left cochlea. On (B)(6) 2015, a revision surgery was conducted intended to reinsert the electrode but as the cochlea was found to be full of scar tissue, the electrode was difficult to reinsert. During this surgical procedure, the electrode array was inadvertently damaged and thus re-implantation was performed.

Manufacturer narrative:
Additional information: according to the received information, only an incomplete insertion of the active electrode due to cochlea malformation was achieved at initial implantation surgery. A CT scan performed confirmed further migration of the electrode. The device was explanted after being inadvertently damaged during the revision surgery. The device has not been received at hq despite being requested.

Event description:
Patient has a severe cochlea malformation with associated profound sensorineural hearing loss (snhl) and had been implanted bilaterally on (B)(6) 2013; on the left side with a concerto compressed achieving a partial electrode insertion (i.e. 6 electrodes). Since the end of 2014, performance started to decrease on the left side and stimulation started to be less effective for most basal electrodes.

Manufacturer narrative:
Conclusion: based on the received information, an incomplete insertion was achieved during the implantation surgery due to the cochlear malformation. Patients hearing was affected over time and a CT scan performed confirmed further migration of the electrode array. A revision surgery to re-insert the electrodes was planned, during which a lot of scar tissue was observed. During reinsertion attempts the electrode array was inadvertently damaged, which could be confirmed during device investigation. Apart from that, no damages have been identified during device investigation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Patient has a severe cochlea malformation with associated profound sensorineural hearing loss (snhl).and had been implanted bilaterally on j(B)(6) 2013; on the left side with a concerto compressed achieving a partial electrode insertion (i.e. 6 electrodes). Since the end of 2014, performance started to decrease on the left side and stimulation started to be less effective for most basal electrodes. The device was received for investigation.